Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. 5 restoration gap plate screws and a trident insert were implanted. Revision was for periprosthetic fracture of acetabulum.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a tritanium shell was reported. The event was not confirmed. Product evaluation and results: not performed as no product was returned for evaluation. No performed as no medical records were provided for review. Indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There were no other reported events for the lot referenced. The event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. 5 restoration gap plate screws and a trident insert were implanted. Revision was for periprosthetic fracture of acetabulum.